Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device: uterus") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and the first episode of dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), the second episode of dysmenorrhoea ("dysmenorrhea"), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics, surgery (salpingostomy with removal of the essure devices on or about (B)(6) 2013.), surgery (salpingostomy with removal of the essure devices on or about (B)(6) 2013.). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, depression, dyspareunia, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, the last episode of dysmenorrhoea and cystitis outcome was unknown and the anxiety, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. The reporter commented: date(s) of removal was three 2010, 2011, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion . Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, infection (bladder/urinary tract/vagina), migration of essure (uterus), pain,perforation (uterus), vaginal discharge, migration of essure device: uterus, abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), anxiety ("anxious"), depression ("depressed") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingostomy with removal of the essure devices on or about (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the genital haemorrhage, dysmenorrhoea, anxiety, depression and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.